Event description:
Customer reported a power source alert indicating an issue with the charging of their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite attempts to resolve the charging issue by using different adapters and cables, the pump did not begin charging, leading technical support to decide on replacing the pump. Meanwhile, customer was advised to use a backup insulin pump to ensure continuous insulin delivery. The pump was under warranty, and customer was instructed on how to prepare and return the device to tandem using a pre-paid label.